Manufacturer narrative:
The toga was not returned to the MFR for eval. If add'l info is rec'd regarding this malfunction, a f/u report will be filed.

Event description:
It was reported that during a total knee procedure, blood bled through the toga of a nurse. The blood was discovered when her arm felt moist and warm and she saw a spot on the inside forearm of the toga. She immediately disrobed and scrubbed as the pt was (B)(6). The procedure was completed with no add'l adverse consequences. There is no further info regarding add'l treatment at this time.